Event description:
The radial jaw broke after the 4th biopsy during a bronchial procedure for diagnosis. During the MFR's evaluation of the device, it was found that one of the pull wires was fractured.